Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18ac6, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient had the end of their stage one trial in august. At that time, the lead was connected to the extension, with the boot covering the connection. On (B)(6) 2016 they went to perform the stage 2 and opened the pocket and removed the boot and extension. They noted that the lead itself appeared to have dried blood within the lumen where the stylet normally is. The healthcare provider (hcp) proceeded to insert the lead into a battery. They were unable to fully insert the lead so that there was blue showing at the end of the channel. They pulled the lead out and tried several times to insert the lead and they were unsuccessful. They untightened the set screw and tried again. They used proper technique in holding the lead near the insertion to the channel, but was still unable to get the lead all the way into the battery. The implantable neurostimulator (ins) was not used and a new device was implanted. The rep noted they would be sending back the ins. The ins was indicated for fecal incontinence, gastrointestinal, pelvic floor.

Manufacturer narrative:
Analysis of the ipg (B)(4) found balseal damage at the end of port. Connectors #0, #1, and #2 balseals pushed all the way to end of port not allowing lead to be inserted all the way into the connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.